Manufacturer narrative:
An infection was observed following the implantation of this biotronik product. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed product. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not product related.

Event description:
Ous MDR - the patient suffered from septicemia and was diagnosed with lead dependent infective endocarditis. The ICD system was explanted, but the date of explant was not provided.